Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
At the end of the guide wire sleeve a part broke off. The incident is noticeable at the op. Due to the "broken" tip, the wire sleeve could not be inserted into the working sleeve. There was another set of tools available so that the patient was not harmed.

Manufacturer narrative:
Evaluation revealed the guide wire sleeve gamma3® ø10.5x268 mm to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the guide wire sleeve had been in use for more than 9 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The guide wire sleeve is significantly deformed with bulged material in outwards direction at the tip. Significant imprints and hammering marks are found on the surface of the head of the sleeve near the entry bore for k-wire. In case of intended use such damage would not have occurred. The damage looks like the sleeve had been used as a chisel or something like that, which is classified as abnormal use. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
At the end of the guide wire sleeve a part broke off. The incident is noticeable at the op. Due to the "broken" tip, the wire sleeve could not be inserted into the working sleeve. There was another set of tools available so that the patient was not harmed.